Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("lots of pain") and vaginal discharge ("gross discharge"). At the time of the report, the pelvic inflammatory disease, pelvic pain and vaginal discharge outcome was unknown. The reporter considered pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic inflammatory disease, pelvic pain and vaginal discharge. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("lots of pain"), vaginal discharge ("gross discharge") and endometriosis ("endometriosis is back"). At the time of the report, the pelvic inflammatory disease, pelvic pain and vaginal discharge outcome was unknown and the endometriosis had not resolved. The reporter considered endometriosis, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case, the following ones were reported via social media: pelvic inflammatory disease, pelvic pain, vaginal discharge and endometriosis. Most recent follow-up information incorporated above includes: on (B)(6)2018: information received from social media: reporter information updated. Event endometriosis was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("lots of pain"), vaginal discharge ("gross discharge") and endometriosis ("endometriosis is back"). At the time of the report, the pelvic inflammatory disease, pelvic pain and vaginal discharge outcome was unknown and the endometriosis had not resolved. The reporter considered endometriosis, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: pelvic inflammatory disease, pelvic pain, vaginal discharge and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: update of quality safety evaluation of ptc ( FDA code). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.